Event description:
The customer reported that during a cardiac procedure, the system locked up. The iris collimator goes to minimum view. All led's on c-arm mainframe are lit.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The system had to be restarted and has work normally ever since.